Event description:
It was reported the (B) (6) patient underwent aortic valve replacement surgery to remove another manufacturer's valve due to severe aortic valve stenosis and severe sub-aortic valve stenosis. During the procedure, a 21 mm sjm valve was implanted. The surgeon attempted to rotate the valve, but it would not rotate. The valve was removed and replaced with a smaller 19 mm sjm (medwatch # 2648612-2010-00018). The leaflet on the 19 mm valve would not open due to sub-aortic stenosis and the valve was removed and replaced with another manufacturer's valve. Additional information received indicated the patient was on extended bypass. The patient was reported to be doing well and was discharged. Additional information has been requested.